Event description:
It was reported that the customer was hospitalized due to low blood glucose. The mother stated that the customer was experiencing unexplained low glucose level for two weeks. Troubleshooting was performed. The customer's recent glucose reading was 53mg/dl, and he was treated with food. The caller stated that the reservoir is showing the same amount of insulin the status screen shows. Ran the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.